Manufacturer narrative:
The reported events of high pacing impedance, lead fracture, and unacceptable threshold were not confirmed. As received, a complete stretched lead was returned in one piece for analysis. Visual and x-ray inspections of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures. No anomalies were found.

Event description:
It was reported that patient presented to routine generator change procedure. Prior to procedure it was found that patient's right ventricular (rv) lead exhibited high threshold and high pacing impedance and lead fracture. The patient experienced syncope. The lead was explanted and replaced. There were no patient consequences.